Manufacturer narrative:
The tech found the casters were worn due to age. He replaced the casters to repair the bed.

Event description:
Info received indicates when the brake was engaged the casters would still swivel.